Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis and insufficiency were likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 8 years due to aortic stenosis and aortic insufficiency, secondary to calcification. Per the op report, the patient underwent cardiac catheterization, which demonstrated normal coronaries, but with stimulation of her ventricular function, she had significant gradient across the valve. There were also findings of aortic insufficiency on aortic root shot. She had no significant coronary disease. Her left ventricular function was severely impaired with an ejection fraction of 20% to 25%. Because of her symptoms and these findings, she was recommended for repeat valve replacement. On inspection of the previously placed bioprosthetic valve there was an area of calcification in the commissure between the right and left portions of the cusp. The calcification extended to one of the valve leaflets making it stiff and not pliable opening. It was also not close appropriately, which appeared to be the reason for insufficiency. The valve was excised and a 21 mm carpentier edwards magna valve was used in its place as per the patient's wishes for a bioprosthetic. Total cross clamp time was 93 minutes. Total pump time was 167 minutes. The patient was brought to the ICU in a stable condition.